Manufacturer narrative:
B5 and h6 revised to include the additional information received from the clinical site.

Event description:
Updated clinical rationale: an impella cp was inserted via left femoral artery in a 81 year old male admitted for an aortic valvulopasty. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, bleeding was observed at the site of insertion after an attempt to roll the patient during the night shift. The angle of insertion was repositioned and another suture added to achieve hemostasis. The field representative responded after doing this bleeding was controlled and later the nurse pointed out bleeding around site and stated it had increased overnight. Heparin was at 17 units/kg/hr. The anti-xa value at the time of bleed was 0.39. The patient received blood product of 1 pint of blood (B)(4) units. Further information has not been made available. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
The device was received and evaluated/analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the reported major bleed was determined to be user related since bleeding was controlled after repositioning impella angle and additional sutures. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Event description:
An impella cp was inserted via left femoral artery in a (B)(6) year old male admitted for an aortic valvulopasty. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, bleeding was observed at the site of insertion after an attempt to roll the patient during the night shift. The angle of insertion was repositioned and another suture added to achieve hemostasis. Bleeding is a known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 updated; the product has been returned. Corrected data d1 updated/corrected. The investigation is still ongoing.